Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer. A "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor needs to be replaced to address the issue. Additionally, not related to the above issue, the device failed a test step during testing. This test step verifies the fio2 solenoid is open, and the tubing is not kinked or occluded. The fio2 sensor is used for monitoring purposes and would not affect the device's ability to deliver therapy as designed.